Event description:
During a routine follow up, sensing and threshold tests were performed and saved. When the tech activated "pt follow-up data" screen, the programmer abruptly ended the session. The tech interrogated the device again and saved test results were lost.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.